Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the te recognition test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and ECG electrode b. The cause for the test failure is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last patient to use this belt did not report any deficiencies.